Event description:
On 25 july 2025, the following complaint was received: ¿overnight 12 hour ran to completion. With no error code.200 surgical tissues were under processed. Customer does not use recycled xylene. Alcohol concentration 57%, 57% 62%,86% 94%, 97%, 98% 99%. From bottle 3 to 10. Xylene 98 %. 96% 99 % 84%. Non-of wax chambers are hashed out.¿ on 25 july 2025, the assigned leica senior field applications specialist ¿ (B)(6) (fas) provided support to the customer and documented the following: ¿was informed that on thursday morning, one bottle of xylene and one bottle of ethanol were changed. After checking the concentration of all the ethanol, it was discovered that bottle 10 was reading 80% physically, but in the software, it was 99%. After reviewing the logs from wednesday night, I noticed that someone was trying to load a 12-hour run and was unable because the final threshold was not met. The individual pulled out the bottle and pushed it back in quickly, without changing the reagent, and told the peloris it was new ethanol.¿ the fas ¿replaced all xylenes bottles. Replaced bottles 9 and 10 with a fresh hundred percent alcohol.¿ the fas documented affected patient tissue was derived from one (1) ¿factory 12hr xylene protocol¿ comprising 185 cassettes, executed in retort a which started at 12:35 on (B)(6) 2025 and completed at 04:36 and one (1) ¿factory 2hr xylene protocol¿ comprising 200 cassettes, executed in retort b which started at 16:45 on (B)(6) 2025 and completed at 05:18. The type(s) and size(s) of the affected tissue samples were documented as ¿breast and mixed xases [sic]¿ and ¿4mm ¿ 6mm¿, respectively. The affected tissue artefact was described as ¿under processeed [sic]¿ and the affected patient tissue samples were re-processed by a ¿standard¿ method. The fas documented ¿bottle need to cleaned.¿ the fas measured the reagent concentration in bottle 3 ¿ 10 inclusive using a hydrometer and recorded both the measured reagent concentration and that calculated by the instrument software algorithm. All bottles were within the ± 5% target except bottle 10 which was recorded as having a measured concentration of 80% and a software concentration of 99%. On (B)(6) 2025, the fas documented ¿the root cause of the under-processed tissue was a quick bottle change. After multiple failed attempts to start a run on wednesday night due to the final threshold not being met, the tech pulled the bottle out and told the peloris that they had changed the ethanol. When I hydrometered it, it was running 80% ethanol.¿ on 31 july 2025, leica biosystems melbourne received the following information from the leica senior field applications specialist ¿ (B)(6): ¿¿all cases were diagnosable...¿ no adverse consequence(s) for any patient(s) has been reported to the manufacturer.

Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during execution of both the ¿factory 12hr xylene standard¿ comprising 185 cassettes which started in retort a at 12:35 on (B)(6) 2025 and completed successfully at 03:00 on (B)(6) 2025 and the ¿factory 12hr xylene standard¿ protocol comprising 200 cassettes which started in retort b at 16:45 on (B)(6) 2025 and completed successfully at 04:43 on (B)(6) 2025, from which sub-optimal processing was reported by the customer. The root cause for the sub-optimal processing of patient tissue samples reported by the complainant from the affected runs was a use error, which occurred at 17:00 on (B)(6) 2025. Specifically, a user failed to complete manual replacement of the reagent in bottle 10 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿ due to the user error detailed, the reagent in bottle 10 (ethanol) containing 80% ethanol was used as the final dehydrating step in the affected runs. As detailed in section 8.1 of the leica peloris/peloris ii user manual, the minimum ethanol concentration required for use in the final dehydrating step of a protocol is 98% the consequences of using ethanol at a concentration less than the minimum required for the final dehydrating step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples.